Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarm was observed and patient experienced elevated lactate dehydrogenase (ldh). Log file analysis completed by the manufacturer¿s technical services representative confirmed low flow alarms. On (B)(6) 2018, additional log file analysis completed by the manufacturer¿s technical services representative revealed low flow hazard alarms on (B)(6) 2018. The estimated flow appeared to be below the alarm threshold of 2.5 lpm. There were no other unusual events seen within the log and the pump appears to be functioning as intended. Additional information was requested, but was not provided.